Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of the catheter being misplaced within its plastic tray was inconclusive due to the condition of the returned sample. The product returned for evaluation was one 4fr s/l powermidline catheter tray. The returned sample elements comprised one catheter with inlaid stylet, one nitinol guidewire in its plastic hoop with straightener, one 4.5fr introducer dilator/sheath, and one extra stiffening stylet. The sample elements appeared unused and unremarkable. Also received was original opened packaging. The plastic tray was not returned for evaluation. Both the opened state of the packaging and the lack of complete packaging material prevented determination of the original state of the catheter within its tray. Consequently this complaint is inconclusive at this time.

Event description:
It was reported that the catheter was outside his rail in the box. When opening the catheter, the end of the catheter has become de-sterilized. A new device was opened.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recx3100 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was outside his rail in the box. When opening the catheter, the end of the catheter has become desterilized. A new device was opened.